Manufacturer narrative:
There is no indication that access accutni+3 reagent was returned for evaluation. All system parameters including quality control (qc), calibrations and system checks were within assay and instrument specifications. In conclusion, the cause of the non-reproducible accutni+3 result cannot be determined with the information provided. There is no evidence that the system had malfunctioned. Associated mdrs 2122870-2014-00771, 2122870-2014-00773.

Event description:
The customer reported obtaining elevated troponin I (access accutni+3) results for two patients on an access 2 immunoassay analyzer (serial number (B)(4)) on (B)(6) 2014. This MDR is associated with the results obtained on (B)(6) 2014. MDR 2122870-2014-00773 addresses the results generated on (B)(6) 2014. The customer obtained an elevated accutni+3 result for one patient on (B)(6) 2014, and the patient was transferred to an alternate facility. There was no information whether heparin was administered to the patient. Another sample was drawn at the alternate facility and analyzed using an unknown method which yielded lower troponin I results. The customer did not provide sample preparation information. All system parameters including quality control (qc), calibrations and system checks were within assay and instrument specifications.